Manufacturer narrative:
H.10: the most likely root cause of the reported event is a defective cpu board which is assembled on the lcd screen assembly.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and replaced the lcd screen. The replacement could not be finalized due to language, date and time settings not holding. Then the old lcd screen was assembled again and machine required a battery test to be performed. The battery test was conducted and all tests passed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console powered down during a procedure. The person running the device said the screen went blank. The case was finished using the hand crank. There was no report of patient injury.